Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the serial number was unknown; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an inguinal hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. It was not reported if the hernia was present prior to pd therapy or if the hernia was worsened with pd therapy. At the time of this report, the patient was not recovered from this hernia event. Physioneal therapy was ongoing. No additional information is available.